Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. A cartridge change was performed to resolve the issue. Subsequently, air bubbles were observed along the patient line tubing. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy. The customer's blood glucose level ranged between 140-190s(mg/dl).